Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05415. It was reported that the patient's right lead had migrated after the patient experienced a fall and felt ineffective stimulation. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2021 wherein the existing lead was repositioned and secured, which addressed the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.